Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2019, a johnson and johnson employee reported that a patient (pt) in (B)(6) visited an ophthalmologist due to discomfort and was diagnosed with a corneal ulcer while wearing acuvue® oasys® for astigmatism brand contact lenses (cl). On (B)(6) 2019, additional information was received from the pt: on (B)(6) 2019, the pt experienced immediate blurry vision, eye pain, foreign body sensation, irritation, red eye, and tearing on the right eye (od) upon insertion of a new cl. On (B)(6) 2019, the symptoms persisted, and the od was swollen. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with a corneal ulcer od. The ulcer is located on the bottom part of the cornea. The pt was prescribed vigamox every 2 hours or every hour if possible, and artelac lubricating drops every 30 min until the return visit on (B)(6) 2019. On (B)(6) 2019, the pt returned to the ecp and was told that the od was much better. The pt was advised to continue the use of vigamox every 2 hours and to discontinue the use of artelac lubricating drops. The pt was prescribed 2 additional eye drops (name, dosage, frequency, duration unknown) and cl wear was suspended for 10 days. The pt reported return visits scheduled every 24 hours until further notice. The pt noted that the od is currently still red and swollen. The pt will provide the medical records. The pt reported replacement of cls every 2 months per ecp recommendations, not sleeping in cls, and use of opti-free solution to clean cls. Multiple attempts were made to contact the pt for additional medical information, the medical records, and ecp contact information. No further information has been received. Lot information was discarded. The suspect od cl is available for return but has not yet been received. No product or lot information has been received. No analysis can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.